Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 had failed and none of the cubies would open. A field service engineer found that at the time of inspection, the drawer was functioning properly. Logged into the hardware test application and found that the position sensor was not registering a position on both drawers 4.1 and 4.2. Disassembled and reassembled the internal components of both drawers. The row board cable on drawer 4.2 was replaced due to physical damage. On the back of both drawers, reseated all connections and replaced the retractor band on drawer 4.1, which also showed physical damage. Additionally, replaced the module controller board. After completing the repairs, both drawers were operating correctly. The customer logged in and confirmed that everything was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 all cubies were failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 all cubies were failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. As per part investigation, it was determined that no faults or anomalies were observed. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique identifier (UDI). Part analysis: the report of the pyxis medstation es (drawer 4.1 all cubies will not open) was confirmed during fse testing. According to work order (wo) (B)(4), the field service engineer reported that found the drawer working properly during inspection. However, the position sensor wasnt registering on drawers 4.1 and 4.2. Internal components were disassembled and reassembled. The row board cable on drawer 4.2 and the retractor band on drawer 4.1 were replaced due to damage. All connections were reseated, and the module controller board was replaced. After repairs, both drawers operated correctly, and the customer confirmed proper functionality. During dchu visual inspection confirmed one (1) used assy retractor dwr hh (half height drawer) cubie (p/n 353844-01) was received in good condition with no signs of physical damage, black marks, cuts, bends or other anomalies along the flat flex cable. Dchu testing on an esd-protected surface using a calibrated digital multimeter were applied to verify electrical continuity across all the copper strands on the retractor band; as a result, no anomalies or product intermittence was detected; additionally, the hardware test application (hta) confirmed that the retractor band (p/n 353844-01) successfully completed all diagnostic tests. However, a more detailed root cause analysis could not be performed because the pcba pmc v1.06/v0.09bl hh and the assy cable ribbon rowboard associated with the complaint were not received for evaluation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: the root cause of the reported issue (drawer 4.1 all cubies will not open) could not be identified. No faults or anomalies were observed throughout the evaluation process of the received assy retractor dwr hh (half height drawer) cubie (p/n 353844-01). However, a more detailed root cause analysis could not be performed because the pcba pmc vl.06/v0.09bl hh and the assy cable ribbon rowboard associated with the complaint were not received for evaluation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 all cubies were failed to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.